Event description:
It was reported to philips that the ac module for the device was defective, the led indicator light would not turn on when the unit was plugged in. There was no patient involvement.